Event description:
As described by the customer, tempus pro - vl displays ¿no usb connected¿ when plugged into the port. They were getting vl not plugged in error message even when the vl is plugged in. It was working intermittently and cuts off . A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.